Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ lower pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding(general)') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6)2009; (B)(6)2011), multigravida, parity 2 and obesity. Previously administered products included for birth control: marina-iud in 2011. In may 2011, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). On (B)(6)2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy(partial)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, alopecia, migraine, headache, weight increased, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous follow-up: (B)(6)2011. Current weight: 204 lbs. Unable to locate one of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on 01-aug-2011: essure confirmation test results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: newly added events- "genital bleeding, vaginal bleeding, dysmenorrhea, dyspareunia", reporter, medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, alopecia, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified): other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- stillbirth/miscarriage, miscarriage, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), device ineffective, hair loss, migraine, headaches and weight gain were added. Lab data updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.